Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on an unrelated customer experience, patient's peritoneal dialysis nurse reported that the patient sent to the emergency room after abnormal lab work. There is no allegation of a device malfunction. It is unknown if the patient was admitted to the hospital. Patient has a history of non-compliance. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."